Manufacturer narrative:
(B)(4). Concomitant products: vanguard femoral catalog unknown lot unknown. Vanguard tibial tray catalog unknown lot unknown.

Event description:
Patient underwent a knee revision procedure nine days post implantation due to infection. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: vanguard cr interlok femoral component, catalog #183030, lot #j3931615. Series a patella standard 34 mm 3 peg, catalog #184766, lot #310530. Biomet 360 tibial tray 75 mm, catalog #185204, lot #912960. Biomet 360 2.5 mm offset adapter, catalog #185210, lot #717880. Biomet 360 tibial small cruciate wing, catalog #185650, lot #500640. Biomet splined knee stem 16 x 80, catalog #141616, lot #386000. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.